Manufacturer narrative:
The rse evaluated the device remotely and determined that the therapy pca (printed circuit assembly) was defective. After replacing the dfm100 assy therapy (453564489061), the issue was resolved and the device was returned to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy pca. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After replacing the therapy pca, the issue was resolved, and the device was back to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint that the efficia dfm 100 defibrillator monitor was indicating an ECG equipment malfunction alarm, and the external paddles operation test had failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has ECG malfunction error alarm indicating "fail/external paddles failure" in operation check. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.